Manufacturer narrative:
G4: 17feb2020. B4: (B)(6)2020. The power supply was returned to the manufacturer for failure investigation (fi). Part was tested and it was determined that the failure prevented the power supply from operating on ac(alternating current) power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 07 sep 2019. The manufacturer¿s field service engineer (fse) replaced the power supply, and the device successfully passed performance tests after the repair was complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit was restarting with an error. The customer reported there was no patient involvement.